Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found no physical damage. A backup audible alarm post error was discovered in the device's event history log. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that the backup buzzer on the main pcb not operating as intended is the root cause of the issue. The main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was determined that the device exhibited a system failure. Patient involvement is unknown.